Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software and extraction was successful. Watermark was observed at the base of the sensor tail. Sensor state 7 with event code 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Sensor was de-cased. Visual inspection has been performed and no issue were observed on pcba (printed circuit board assembly). The returned battery voltage was measured to be within specification range. The current was applied to the sensor to perform smu testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of smu test is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the use of the adc device. The customer received sensor scan results of 120 mg/ dl compared to a healthcare meter of 60 mg/ dl and felt "weak and unable to think clearly." The customer was unable to self-treat, requiring a third-party treatment of juice. No further treatment was required. When plotted on a parkes error grid, the results fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software and extraction was successful. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the use of the adc device. The customer received sensor scan results of 120 mg/ dl compared to a healthcare meter of 60 mg/ dl and felt "weak and unable to think clearly." The customer was unable to self-treat, requiring a third-party treatment of juice. No further treatment was required. When plotted on a parkes error grid, the results fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the use of the adc device. The customer received sensor scan results of 120 mg/ dl compared to a healthcare meter of 60 mg/ dl and felt "weak and unable to think clearly." The customer was unable to self-treat, requiring a third-party treatment of juice. No further treatment was required. When plotted on a parkes error grid, the results fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.